Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional, anterior tibial artery procedure, the xpert sheath kinked in difficulty advancing the stent delivery system (sds). The sds was removed without difficulty. After removal, it was found that the stent had prematurely, partially deployed. A non-abbott stent and two other xpert stents were successfully implanted completing the procedure. There was no adverse pt effect. Though requested, no add'l info was provided.